Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 438 mg/dl (mobile) and 69 mg/dl (aviva combo). He injected insulin based on the result of 438 mg/dl and experienced hypoglycemia. No adverse event reported. Requested return of suspect device and replacement was sent.